Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Device retained by attorney.

Event description:
Patient's legal counsel that the patient had a left hip arthroplasty and approximately 8 years post-implantation was revised due to alleged pain and possible acute reaction to metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the presence of milky fluid and metal-stained capsular tissue. It was also noted that the patient had pain in the joint and loss of joint function. The femoral head and taper adapter were removed and replaced and an active articulation bearing and ceramic femoral head were implanted.